Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had contacted field service (fs) for a battery failure. The device was replaced with a backup console will be used. It was reported that there was no patient involvement.